Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and determined that the nibp pump required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the most likely cause of the reported problem was the nibp pump. The device was returned to use at the customer site after the nibp pump was replaced. Section e reporting institution phone#: (B)(6).

Event description:
Philips received a complaint on intellivue x3 patient monitor indicating that the non-invasive blood pressure (nibp) pump had a leak greater than 6mmhg. The device was in use on a patient at the time of the event. There was no adverse event reported.